Manufacturer narrative:
Please see emdr (B)(4) as valid record for this event.

Event description:
It was reported that this implantable pacemaker was found in safety mode upon interrogation. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found in safety mode upon interrogation. The device remains in service at this time. No adverse patient effects were reported.